Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt made a comment that when he was using the stimulator he would get an "electric charge" when he would drive over a bump in his car. The patient was redirected to their healthcare provider (hcp) to further address the issue.